Manufacturer narrative:
Upon receiving the device involved in the MDR event from the distributor, nakanishi conducted a failure analysis of the returned device that included measuring the operating temperature of the device [(B)(4)]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject z95l device [serial number (B)(4)]. There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. Nakanishi conducted temperature testing of the returned device in the following manner: temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic response. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed rises in temperature at the testing points as shown below; however, the temperatures were not high enough to cause a burn injury. Temperature measurements 5 minutes after the start are as follows: test point (1): 31.9 degrees c; test point (2): 41.6 degrees c; test point (3): 30.1 degrees c ; test point (4): 28.2 degrees c. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed debris inside the headcap and on the dog clutch. Nakanishi took photographs of all of the disassembled parts and kept them in the investigation report # (B)(4). Nakanishi cleaned the inside of the handpiece using nakanishi pana spray plus. Nakanishi observed debris being expelled from the head of the handpiece by using a white filter to catch anything that was expelled. After cleaning and lubricating the handpiece as defined in the operation manual, nakanishi measured the temperature of the handpiece. After cleaning, nakanishi observed a smaller rise in temperature as follows. Test point (1): 31.1 degrees c; test point (2): 35.6 degrees c; test point (3): 28.5 degrees c; test point (4): 29.3 degrees c. Conclusions reached based on the investigation and analysis results: nakanishi could not replicate the temperature rise at the time of the event; however, based on abnormality in the inside parts observed in the visual inspection, as well as many years of experience, nakanishi identified that the cause of the overheating of the returned device was abnormal resistance during rotation caused by the soiled inner parts. A lack of maintenance causes the accumulation of debris on the inside parts, which causes debris ingress into the cartridge/bearing during rotation. This contributes to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. Nakanishi reported the above evaluation results to nsk america and directed nsk america to remind the user of the importance of maintenance, as instructed in the operation manual.

Manufacturer narrative:
Exemption number e2016004. (B)(4). Is listed here, and (B)(4) because mr. (B)(4) is the official correspondent of both nakanishi inc. And (B)(4).

Event description:
On october 25, 2018, nakanishi received an e-mail from a distributor (B)(4) about a handpiece overheating. Details are as follows. - the event occurred on (B)(6) 2018. - the dentist was removing a full gold crown from the patient's tooth #47 using the z95l handpiece (serial no. (B)(4)). - the patient was under local anesthesia. - during the procedure, the dentist heard an audible "click" from the handpiece and 3 seconds later, the head stopped rotating. - when the dentist removed the handpiece from the patient's mouth, the dentist found an approximately 3x5mm burn on the right buccal mucosa. The dentist determined that it was a 3rd degree burn. - the dentist immediately gave the patient 800mg of ibuprofen, dispensed kenalog and orabase. - the patient had follow up visits on (B)(6) 2018, and the dentist determined that patient is healing normally. - the dentist reports that further medical attention is not required.